Event description:
A customer contacted baxter's global technical service center (gts) to report becoming disconnected from the homechoice (hc) machine during dwell. The home patient (hp) stated that the patient line became disconnected from the transfer set. The technical service representative (tsr) advised the hp to end therapy and notify the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with hp on (B)(6) 2010. The hp did not recall the incident or calling in to gts. The transfer set was still in use. The hp has been continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available. Device still in use.